Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported tissue injury cannot be determined. The reported incomplete coaptation appears to be due to a combination of tissue injury and patient morphology/pathology (thin and friable leaflets). The reported patient effects of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted. Post-procedure, the mr was reduced to grade 1. On (B)(6) 2026, during follow-up, it was observed that the mitraclip xtw had torn from the anterior leaflet and the mitraclip xt from the posterior leaflet. Both clips were noted to have single leaflet device attachment (slda). Per the physician, the tearing of the leaflets was attributed to their fragility and pre-existing poor condition. Subsequently, a surgical intervention was performed involving placement of a surgical valve for treatment of the leaflet injury. No clinically significant delay was reported.